Manufacturer narrative:
A customer from the united states alleged false positive results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Patient sample 1 tested positive for influenza b and patient sample 2 tested positive for sars-cov-2. Both patient samples were repeat tested on a different platform and generated negative results for all targets. An investigation was conducted to evaluate the customer issue and no product problem was identified. The customer allegation of a positive flu b result could not be confirmed in the provided data or reproduced upon investigation. The observed discrepancy in positive sars-cov-2 result is most likely due to the sample being at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Based on available information, the data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged false positive results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Two mdrs will be filed per the FDA guidance. Patient sample 1 tested positive for influenza b and patient sample 2 tested positive for sars-cov-2. Both patient samples were repeat tested on a different platform and generated negative results for all targets. The customer reported that only the negative results were released to the patients. No harm was alleged. An investigation was conducted to evaluate the customer issue and no product problem was found.